Event description:
A talent stent graft device was implanted into a pt for the endovascular treatment of a ruptured thoracic aneurysm. The pt has lost about 12 units of blood prior to endovascular intervention. The physician requested that some thoracic stent grafts from another hosp for this case. During the case the pt was receiving CPR. The physician elected to insert a reliant balloon, which stabilized the pt's blood pressure. The reliant balloon was removed from the pt and the thoracic stent graft was implanted, which excluded the ruptured aneurysm. The physician reinserted the reliant balloon to regain pressure (not to model the stent graft) due to the large volume of blood that was lost, however, the pt continued to decline, requiring additional CPR. After approximately 15 minutes, the reliant balloon was removed and the pt had a mi and expired. The physician stated that the pt's death is not related to the stent graft.

Manufacturer narrative:
(Aneurysm ruptured prior to stent graft placement) - evaluation: results: death. Presented with a ruptured thoracic aneurysm. Conclusion: presented with a ruptured thoracic aneurysm.